Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of the broken grip tip to be related to the customer reported complaint. The broken material was approximately 0.57" x 0.21" in size and was not returned with the instrument. The root cause is due to mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the fenestrated bipolar forceps instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A video recording of the procedure was received. A review of the submitted video was performed. The video showed that when the surgeon was closing the fenestrated bipolar forceps instrument jaws, one of the jaws broke off and fell inside the patient. Images of the fenestrated bipolar forceps instrument related to this event were also received. A review of the submitted images was performed, and it was confirmed that the jaw of the fenestrated bipolar forceps instrument was detached. A review of the logs showed the fenestrated bipolar forceps instrument (part# 470205-17 / lot# n10210316-0167) was last used on (B)(6) 2021 during this reported procedure with system (B)(4). The fenestrated bipolar forceps instrument has 10 allotted uses and had 8 uses remaining. This complaint is being reported due to the following conclusion: during a da vinci-assisted nephrectomy surgical procedure, it was alleged that the fenestrated bipolar forceps instrument jaw broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon noticed that the fenestrated bipolar forceps instrument would not grab tissue. The fenestrated bipolar forceps instrument jaw broke off and fell inside the patient. The fragment was retrieved during the same procedure. The fenestrated bipolar forceps instrument was reportedly inspected prior to use, and no issues were noted. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 31-oct-2021, intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the reported event occurred at the beginning of the procedure. The customer inserted the instrument and noticed that it would not grasp tissue. The instrument did not make contact with any other instrument or hard material during the procedure. The customer retrieved the broken fragment through another trocar port during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. There was no resistance upon removal of the instrument through the cannula. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. The instrument was reportedly sent back to isi for evaluation.